Manufacturer narrative:
The device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the reported event or determine a root cause. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Probable cause may be a component failure. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
The device was returned for evaluation, all supplied information has been reviewed and we have not been able to confirm the complaint. Visual inspection reports general wear and tear defect, the functional evaluation found no faults, the device performed within expected parameters. The instruction for use detail when the device displays the high vacuum/over vacuum alarm the system has encountered an excessively high vacuum of 235mmhg. Vacuum safety switch will operate and device will stop delivering therapy, this feature is to ensure the safety of the user and does not denoted a device failure. A documentation review has been conducted, confirming previous complaints of this nature. No historical escalations or manufacturing problems were observed. A review of the device history confirmed that no manufacturing problems where observed. The instructions for use contain comprehensive instructions on the safe operation and use of the device. The risk files mitigate the reported issue with no updates required. This investigation is now complete, with no manufacturing problems observed, no corrective actions are deemed necessary. Smith and nephew can confirm the device was released according to specifications and continue to monitor for adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the nurse stated renasys go keeps alarming high vacuum and shutting off. She replaced canister and changed out dressing. She checked and straightened out tubing however issue would not resolve. No further information available.